Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 1000311960, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated having a pump that is too hard to pump as it is "hard as a rock". Patient liaison provided the patient of reboot instructions. The patient would contact patient liaison again after trying the techniques and if there were further questions or concerns. No new revision has been scheduled as of now. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient stated having a pump that was too hard, the pump would stick and take too long to refill. Patient liaison provided some reboot instructions. However, approximately 3 years later, the patient underwent a surgical procedure in which the pump was replaced. There were no patient complications reported.